Event description:
It was reported that insulin continues to spill out from the reservoirs. The caller stated that customer is low on insulin in his vial because this continues to happen. The caregiver wanted to know if the customer could draw insulin from old vials. Explain the caller that it is not recommended. Also, advised to contact his doctor about insulin and have the customer call in to troubleshoot the device. Advised to revert to back up plan until new insulin vials arrive. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.